Event description:
Customer reports, during training session, the device would intermittently turn off when using battery power. No reported pt involvement. Svc rep did not duplicate the reported condition.